Manufacturer narrative:
(B)(4).

Event description:
This patient went in for a normal ICD change out and an lv lead revision. The ICD was at normal eri and the lv lead wasn't positioned for efficient lv pacing. During the procedure, the physician tried for approximately 30 minutes to get a new lv lead into the cs. The physician decided to just change out the ICD that point and then reprogram for better lv pacing. There were no complications during the procedure. The patient decompensated shortly after the pocket was closed and the patient expired. It is believed that the system remains in the patient. The physician had no allegations against the lead or the device to our knowledge. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.